Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while at rest due to oversensing of noise. The patient was brought in for testing and the noise could only be reproduced in primary configuration when the patient was lying on their left side and moving. Both secondary and alternate vectors were free of noise. However, both of those sensing vectors showed low r-wave amplitudes leading to myopotentials. An x-ray was taken which did not show any damage. The lead position was determined to be very cranial. Data was sent into ts for review. Prior to ts reviewing, the patient then received another inappropriate shock, thus the physician scheduled the patient for a change out procedure. Since the x-ray was not showing any particular cause, a revision procedure to replace the entire system was suggested. Subsequently the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while at rest due to oversensing of noise. The patient was brought in for testing and the noise could only be reproduced in primary configuration when the patient was lying on their left side and moving. Both secondary and alternate vectors were free of noise. However, both of those sensing vectors showed low r-wave amplitudes leading to myopotentials. An x-ray was taken which did not show any damage. The lead position was determined to be very cranial. Data was sent into ts for review. Prior to ts reviewing, the patient then received another inappropriate shock, thus the physician scheduled the patient for a change out procedure. Since the x-ray was not showing any particular cause, a revision procedure to replace the entire system was suggested. Subsequently the s-ICD and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.